Event description:
It was reported that a lead migration occurred. There was loss of stimulation coverage in the right knee and an increase in pain. An x-ray on (B)(6) 2011 was taken and fluoroscopy results were that a lead migration had occurred. A revision occurred on (B)(6) 2011 and the left lead was replaced and there was a device surgical repositioning. The pt resolved without sequelae.

Manufacturer narrative:
Lead model 3778, lot# v533957019, explanted:na. (B)(4).

Event description:
Additional information received clarified that one of the leads (lot #v533957019) was not explanted but moved from the t9 location to t11. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).